Manufacturer narrative:
Additional information: on may 6, 2021, the mentor failure analysis lab received the device for evaluation. On may 21, 2021, mentor became aware of the patient identifier, date of birth and that the patient underwent unilateral device removal and replacement with a 325cc mentor memorygel breast implant, catalog number 3503254bc, serial number (B)(6) on (B)(6) 2021. On may 31, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation of the smooth hpg, 325cc, a tear was observed in the posterior view measuring approximately 1.7 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the implant is observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 325cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. The rupture was confirmed with an ultrasound. As a result, the patient underwent device removal and replacement with an unspecified breast implant on (B)(6) 2021.